Event description:
It was reported that during an acl reconstruction, surgeon went to pull flip cutter out and tip of it broke-off in the canal. Surgeon was unable to retrieve the tip of the device. Device remained in the patient. Took x-rays to locate device and surgeon spent a significant amount of time to attempt to remove but eventually decided to leave in place. Surgeon felt that the broken tip was secure where it was. Surgeon will follow-up with patient closely. If device tip moves from it's present location he will decide at that time if a second surgery will be needed to remove. Remaining portion of flip cutter was discarded by the facility. Follow-up investigation: the surgeon had hit the guide several times while drilling the tunnel and as he pulled back to remove the device he noticed one of the cutters had broken off. An x-ray was performed and had shown the broken piece in the bone. The surgeon consulted with a colleague and decided not to attempt to retrieve the tip as it was too far into the bone to retrieve without damaging the tunnel. The tightrope and graft were placed without any issue and the case was completed. The surgeon will x-ray and monitor the patient`s progress at post-op visits to make sure the tip does not migrate out of the bone. There have been no further issues reported related to this incident. Patient doing fine to date.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. It was stated in the event that the surgeon had hit the guide several times while drilling the tunnel and as he pulled back to remove the device, he noticed one of the cutters had broken-off. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.